Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a battery voltage of 2.59. The device has been implanted for only 10 months. The charge time was 8.7 seconds and the patient has not required any therapy or pacing since being implanted. An allegation of premature battery depletion had been made. A save memory to disk analysis was performed. It was concluded that a high energy current is causing this ICD to deplete sooner than expected. The cause for the high energy current could not be confirmed with the available information. The device was explanted and another ICD was successfully implanted. No adverse patient symptoms were reported.